Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error) error message when powered on was confirmed based on the event log review and during functional testing. The root cause for the observed issue was due to the defective cooling engine, as a result of normal wear and tear of the console. The thermogard console was manufactured in december 2011 and is almost 9 years old, well beyond its expected serviceable life of 5 years. As part of routine service during testing, the console was examined and the top lid bumpers were noted damaged and the cold well cap turned yellow and degraded. This type of physical damages found during the visual inspection is characteristic of the normal wear and tear of the console. Initial functional testing the console failed with error message tcmid:02 due to the cooling engine (ce) compressor motor winding was found leaking current. The defective cooling engine (ce) needs to be replaced to address the tcmid:02 issue. The event log was reviewed and confirmed the occurrence of multiple tcmid:02 error messages around the reported event date. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console serial number (B)(4).

Event description:
During the setup, the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error) message. The treatment continued using an alternative method. No consequences or impact to patient.